Event description:
It was reported that an occlusion alarm occurred during the use of a clearlink secondary medication set. This occurred during infusion of an unknown drug. A non-baxter primary set and non-baxter infusion pump were being used with the device. When separated from the pump, the fluids were flushed through the set and normal flow was experienced. When the set was reconnected to the pump, it continued to alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.